Manufacturer narrative:
The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that leakage of dialysis fluid was found at the connector during use of two (2) homechoice cassettes connected to solution bags. This was noticed during peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.